Manufacturer narrative:
All available information indicates that these products remain in service. Resolution has been requested from the field. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that that no x-ray was performed. The physician has elected to continue monitoring through office checks.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had been admitted to the hospital for syncope. Upon device interrogation it was noted that this device had stored numerous vt episodes due to cross-talk. The device had counted the cross-talk as v-senses with true r wave in refractory. The episodes coincide with ap with (as) 100ms later which appeared to look like atrial non-capture. These episodes could not be duplicated with isometrics or other body movements. The physician was to further evaluate via x-ray and further patient testing as the device could not be ruled out in possible contributing to the syncope. The patient rhythm was also reported to be first degree heart block.